Manufacturer narrative:
Unit had intermittent esc button response due to moisture damage keypad traces. Unit monitored for several days. Unit received with normal operating currents, no unexpected heating up of battery, battery tube or electronic assembly was noted. No traces of heating up including burns, electrical shorts or heat damage components in electronic assembly was noted. No burn mark on the bottom noted. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip and stained end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was damaged. The bottom of the insulin pump 's battery compartment had scorch marks. The battery compartment also had a crack. The act button on the insulin pump sometimes did not respond. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.